Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, it was noted that a screw was broken. A revision was done to remove the broken screw, however, only the tulip of the screw was able to be removed. The broken piece of the screw remains in the patient. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that the damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the mas. The origin of the breakage may be attributed to pseudarthrosis (initial surgery performed on (B)(6) 2011). No deviation or no non-conformance to specifications has been recorded for the lot number h10j0730.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.